Manufacturer narrative:
Explant due to congestive heart failure due to aortic valve failure and shortness of breath was reported. Field indicated that it was found to have severe stenosis and two of the three leaflets were torn. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on received information, the cause of reported incident could not be conclusively determined.

Event description:
User facility medwatch report # mw5119778 received that states ¿I had aortic valve replaced in (B)(6) 2016 with a abbott trifecta gt. I was informed valve would last 10 to 20 years on average. I was hospitalized in (B)(6) 2023 as I could not breathe and was diagnosed with congested heart failure due to sudden aortic valve failure. I had open heart surgery to remove the trifecta gt valve and all associated parts it was replaced by a different manufacturers valve. Upon removal the trifecta valve was found to have severe stenosis and two of the three leaflets were torn per surgeon. I am truly blessed to be alive. Heart catheterization, MRI, EKG, heart ultra sound, x ray, blood work." It was reported that on (B)(6) 2016, a 25mm trifecta gt valve was successfully implanted during an aortic valve replacement. In 2023, the patient was hospitalized with shortness of breath. The patient was diagnosed with congestive heart failure due to aortic valve failure. On (B)(6), 2023, the patient underwent surgery to explant the device and replace with a non-abbott valve. Upon removal of the valve, it was found to have severe stenosis and two of the three leaflets were torn. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.